Event description:
It was reported that the left ventricular lead had dislodged. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information on (B)(4) 2014 notes: it was reported that the lead exhibited loss of capture.